Event description:
It was reported that after insertion of the catheter, user retrieved the guide wire which apparently broke and a piece remained in the vein (seen in x-rays). No patient complications are reported at this time.